Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompted log in during session occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated. The probable cause could not be determined. No injury or medical intervention was reported.